Event description:
The patient was implanted with a left ventricular assist device. Approximately 14 months post-implant, the patient was admitted to his local hospital with symptoms of liver failure and a few days later, he was transferred to the cardiac center. A ramp study was conducted which was interpreted as showing a failure to offload the ventricle. Due to the patient's increasingly poor condition, a decision was made not to operate and the patient expired shortly afterwards.

Manufacturer narrative:
The patient expired on (B)(6) 2012. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.